Event description:
It was reported that during use on a patient by customer, the cs300 intra-aortic balloon pump (iabp) would not hold charge. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Manufacturer narrative:
A getinge field service engineer(fse) evaluated the unit. The fse replaced the batteries. Performed full functional and safety tests. All tests passed. Returned to customer and cleared for clinical use.